Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 85% stenosis, calcification and vessel tortuosity). (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 85% stenosis, calcification and vessel tortuosity). Inherent risk of procedure (stent deformation). (B)(4).

Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent (3.00mm x 15mm) to a calcified lesion in the lad with 85% stenosis and vessel tortuosity but the device could not cross. The physician used a new device to complete the surgery. No clinical sequelae were reported. Evaluation summary: the distal tip was flared. Multiple struts from the 8th and 9th distal stent segments were slightly misaligned. A strut from the 1st distal stent segment was slightly raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).